Event description:
During unpacking, the core of the wire was seemed to be protruding. The issue occured prior to use. The procedure was completed using a different device (same model). No patient injury.

Manufacturer narrative:
This medwatch report is being filed based on the image received on november 15, 2023 revealing a fracture of the core wire material at an unknown distance from distal tip. Product was disposed; therefore, no physical evaluation can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the warnings (dfu): · prior to use, inspect for damage. If damaged, do not use. As described in the preparation for use: · safari2tm guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm at this time, it is not possible to assign a definitive root cause for the event as reported. No patient information was provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.